Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized for five days following his scs system implant procedure due to cardiovascular issues (low blood pressure). A sjm representative met with the patient two weeks after the procedure and turned the patient's scs system on and the patient reported receiving effective stimulation therapy.